Event description:
Customer states that she obtained results of 153mg/dl, and 132mg/dl and 87mg/dl within 1 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.